Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product pictures identified the head of the screw is fractured near the base of the head. There are gouges and scratches present all around the head and tapered region between the head and flutes. The edge of the threads is rolled with a portion of the threads being fractured. No fractured segments were returned. The edge is rolled around the top of the head. No other damage was noted during visual evaluation. No dimension evaluation performed due to the damaged state of device. Fracture analysis performed and the observed artifacts suggest a possible torsional overload mode of failure. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign ¿ japan the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw broke during insertion. Another product was used and there was a 5-10 minute delay. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.